Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the central monitor failed to generate audible alarms for patient events. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
H3 other text : the customer cancelled the work order.

Event description:
The customer reported that the central monitor failed to generate audible alarms for patient events. The device was in use on a patient. There was no report of patient or user harm.